Manufacturer narrative:
Initial reporter: dr. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during implantation of a ar40e00200 intraocular lens (iol), the surgeon noted a capsule tear. The incision was enlarged and the device was removed from the eye. The report indicated the patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that a few loose particles were observed on the sample that could be compatible with handling the lens out of the sterile environment. No cosmetic defects in the iol were observed. No manufacturing cosmetic conditions were observed in the returned sample. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All pertinent information available to the manufacturer have been submitted. Placeholder.